Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2012 due to defibrillator generator replacement and there was also tender side noted on the same day. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).